Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Event description:
The manufacturer representative (rep) reported that there was a replacement. The patient reported that at the beginning of (B)(6) 2015, she felt that her therapy was no longer relieving her symptoms, and was causing left leg pain. The patient denies falls or trauma or spine problems. She said it just stopped working in early (B)(6) 2015. The patient went into the office sometime in late (B)(6) 2015. The office staff checked impedances, which were within normal limits, and they reprogrammed her stimulator. She returned to the office 2 times in (B)(6) 2015 and each time impedances were checked and she was programmed. The patient maintained that her symptoms were not being relieved and they had returned to baseline. The health care professional (hcp) scheduled her for a complete revision. All equipment was explanted from the left side and re-implanted on the right on (B)(6) 2016. The issue was resolved at the time of this report. The lead that was implanted and being explanted was damaged during explant. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent. Refer to regulatory report #3004209178-2016-01589 for information on the patient's implantable neurostimulator (ins).

Manufacturer narrative:
Analysis of the lead ((B)(4)) found the distal end conductor to be broken due to overstress/damage.